Event description:
It was reported that during a wedge resection procedure, on the second firing, the device only partially fired and the staple line was incomplete. The 'defect' in the staple line was sutured which took an additional forty minutes to complete. There was no adverse consequence to the patient.

Event description:
To summarize this event, the 4mm amplatzer vascular plug ii (avpii) was selected to occlude a type c pda. The avpii was in a stable position and the pda was completely occluded, however, during release from the cable, the microscrew appeared to catch the last part of the threads, which pulled the avpii into the main pulmonary artery. The avpii was removed surgically and the large pda and asd were surgically closed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the angiograms showed multiple images that were performed in the descending aorta, svc, left ventricle and through the pda. The pda was large for the patient's size, as the length was 9-11mm; the average diameter toward the pulmonary artery was 3mm and toward the aorta was 4.5mm. Due to the small diameter of the aorta, a 4mm avpii was successfully deployed. Per the catheterization report, the avpii was inadvertently pulled into the pulmonary artery during release and embolized into the left pulmonary artery. Unfortunately, the release of the avpii was not recorded. The angiograms revealed good position of the avpii; however, the proximal disc was almost in the pulmonary artery. According to aga's medical consultant, the avpii embolized due to a slight malposition of the proximal disc in the pulmonary artery. When the avpii was released from the pusherwire the gentle traction pulled the avpii further into the pulmonary artery. Additionally, the avpii instructions for use warns that the safety and effectiveness of this device for cardiac uses (for example, patent's ductus arteriosus or paravalvular leak closures) and neurological uses have not been established.